Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: b5.

Event description:
Related manufacturer reference number for the lead revision stated in the initial report: 1627487-2025-00252.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, the patient suffered a cerebrospinal fluid leakage (csf). As such, the patient had best rest for 24 hours to address the issue. Patient did not experience any symptoms due to the csf leakage.